Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h4, h6. Device photo analysis. Visual analysis of the photographs identified opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified one extended opening, red/black particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: - one opening smooth in the side radius assessed as smooth opening.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device has been replaced.